Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy and was working with her doctor and/or manufacturer representative. It was stated that the patient had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that the initial device was removed two months after implant. The patient didn't remember why it was removed other than it didn't work. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v999673, implanted: 2012-(B)(6), product type lead. (B)(4).